Event description:
A healthcare provider reported that the patient's implant pocket site became infected so they removed the patient's device. When they removed the implantable neurostimulator (ins) they tried to clean it but it smelled bad. It was noted that the patient recovered without sequelae. The patient was implanted for postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.